Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Device was explanted due to fluid loss.